Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure the doctor used a fast fix curve to repair a bucket handle tear on the medial meniscus of the left leg. After a successful deployment of the first anchor, the second anchor of the fast fix would not deploy. It seemed that the deployment mechanism of the fast fix was stuck. No significant delay and it is unknown if there was a back up available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: one fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. T1, t2 and were returned separated from the device. T1 had been broken in half. The small fragment was not found. Both anchors show symptoms of difficult securing. T2 was found bent into a ¿v¿ shape from being pulled back through tissue post insertion. This condition is contrary to the reported failure. The anchors were very closely cinched. The delivery curve was slightly twisted at the distal tip. The device cycled and actuated as expected. Please note: inadvertent flexing and twisting, even if temporary, may encourage or impede release of anchors. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation is warranted at this time.